Event description:
A visual examination of the ballon revealed that the balloon material was severly creased. Using a calibrated lasermike the outer diameter of the proximal weld region was measured at 0.025 inch. The device was attached to an encore inflation unit, however the condition of the returned device prevented ijflation of the balloon in order to test for dilation times. Microscopic examination of the proximal weld area revealed that this region was necked down. The hypotube was kinked at various locations along its length. Both the kinks and necked region of the device are consistent with excessive force having been applied to the device through some form of restriction. The root cause of the damage to the device is unknown. It is noted that the device damage present would have contributed to the difficulties experienced by the physician during deflation. No other complaint has been received for batch 8070958. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The shop floor paperwork for this batch shows that the product met its specifications at the tome of release to distribution. A full investigatio into the manufacturing history record for ths device revealed no issues that could contribute the the complaint incident. All units are 100% visually inspected for any possible damages. All units are checked for deflation times, in accordance with device spefication and each device is packaged appropriatley in order to protect the device from external damage during shipment. All relevant manufacturing and engineering personnal have been notified and we will continue to monitor for this type of complaint to ensure that there is no compromise to product quality.

Event description:
During a ptca treatment procedure, deflation difficulties were encountered. The balloon had been inflated to 14 - 16 atms during the lesion intervention. Following the intervention the physician was unable to deflate the balloon. He decided to over inflate the balloon in an attempt to intentionally burst the balloon, but despite inflation to 22 atms, he was unsuccessful. The physician was successful in deflating the balloon by aspirating the contrast material with a 2 mm syringe. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `good'.